Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an issue with a one touch ultra 2 meter where she was trying to test in the settings mode. The pt indicated that the alleged issue started on (B) (6) 2010, at 9:30 am. That same day between 1:00-2:00 pm, the pt administered self-care by consuming more food/drink(s) because of the alleged issue. A day after the alleged issue began, the pt claimed that she developed symptoms of frequent urination, anxiety, and feeling hot. The pt denied that she received any treatment because of the alleged issue. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptom of frequent urination which can be associated with a serious injury a day after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.